Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch inline spring is broken. The side rail latch inline spring was replaced by the technician to resolve the issue.